Manufacturer narrative:
Tandem technical support followed up with the customer, and the customer indicated that bg levels have dropped and have returned back to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 600s mg/dl. Elevated bgs were treated by administering a manual injection of 20units, and changing out the site 20 minutes prior to calling. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.